Manufacturer narrative:
Oral hygiene and bone quality is unknown. Patient's weight and other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Lot information is unknown.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.